Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿predictors of percutaneous access-related complications in aortic endovascular procedures: ¿real-world¿ insights and a comparison to open access¿. Gradinariu g, lyons o, musajee m, yap t, johnson o, bujoreanu I, shalhoub j, wilkins j, gkoutzios p, tyrrell m, abisi s, modarai b, international angiology 2022 apr;41(2):118-127. Doi: 10.23736/s0392-9590.22.04799-x medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿predictors of percutaneous access-related complications in aortic endovascular procedures: ¿rea l-world¿ insights and a comparison to open access¿. The time frame of this study was over a one year period. Multiple manufactures products were implanted including unknown medtronic stent grafts in 10.4 % of the patient population. The following adverse events occurred: blood loss, pseudoaneurysm, ischemia, infection, intervention. No further information was provided pertaining to medtronic products.